Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the site was visited and the case with the overcorrection has been explained and therefore resolved. This concerned a rle with an axis length of> 25 mm, discussed that the outcome for this can not be predicted that well. The se does seem ok and even though the rest cycle of 1.75 is not fully explained for the time being. They are going to do a touchup with laser if patient does not want or need to go to nuyts.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the patient just complains about the va, she can function normally.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was receive from the regional clinical application associate director stating I looked at the cases, what is striking is that with sia 0,50 was entered. That gives with astigmatism against the rule an over-correction and with astigmatism according to rule an under-correction. Upon using the barret formula a sia of 0.12d max is advised. So when sia is too high the effect is enforced.

Event description:
Additional information received stating eyes > 25mm of axial length, that is already out of the average, and less predictable than an average eye. First case 1.25d over correction. Probably causes: sia to high regarding barrett formula, iol 8 degrees rotation, k-values used in formula is different than biometry value of bio-meter. Resulted in overcorrected astigmatism. For the sn60wf, the standard deviation of the prediction error, in order of lowest to highest, was the barrett universal ii (0.404), olsen (0.424), haigis (0.437), holladay 2 (0.450), holladay 1 (0.453), srk/t (0.463), and hoffer q (0.473), and the results for the sa60at were similar. The barrett formula was significantly better than the other formulas in postoperative refraction prediction (p < 0.01) for both iol types. Application of the wk axial length modification generally resulted in a shift from hyperopic to myopic outcomes in long eyes.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a female patient experienced residual astigmatism. Additional information has been requested.